Event description:
It was reported that the device was explanted after an implant duration of approximately 46 months, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Device not returned.

Event description:
The device history record (DHR) review was completed in 2009, and there was no nonconformance found related to this event.